Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric into the pancreas to treat a 12 cm pancreatic pseudocyst during drainage of the pancreatic pseudocyst procedure performed on (B)(6) 2023. During the procedure, the handle could not be initially pushed as it was stuck. After several attempts to maneuver the device, the first flange was released properly and the second flange was deployed; however, the axios stent fell into the abdominal cavity. The patient was sent for a surgical procedure to remove the stent and close the puncture site. No other stent was implanted in the patient; however, partial drainage was achieved as the patient's cyst reduced to 6 cm. The patient's vital signs were stable, and he was discharged from the hospital.

Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a1502 captures the reportable event of the stent positioning issue. Imdrf impact code f19 captures the reportable event of the surgical procedure to remove the stent and close the puncture site.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric into the pancreas to treat a 12 cm pancreatic pseudocyst during drainage of the pancreatic pseudocyst procedure performed on (B)(6) 2023. During the procedure, the handle could not be initially pushed as it was stuck. After several attempts to maneuver the device, the first flange was released properly and the second flange was deployed; however, the axios stent fell into the abdominal cavity. The patient was sent for a surgical procedure to remove the stent and close the puncture site. No other stent was implanted in the patient; however, partial drainage was achieved as the patient's cyst reduced to 6 cm. The patient's vital signs were stable, and he was discharged from the hospital.

Manufacturer narrative:
Block e1: the reported initial reporter facility name is the first affiliated hospital of (B)(6). Block h6: imdrf device code a1502 captures the reportable event of the stent positioning issue. Imdrf impact code f19 captures the reportable event of the surgical procedure to remove the stent and close the puncture site. Block h10: the axios stent delivery system was received for analysis. The stent was not received for analysis. Visual inspection found that the inner sheath was kinked. Media inspection found that the stent was fully expanded and deployed from the delivery system. No other damages were noted with the stent or the delivery system. Product analysis did not confirm the reported event of stent positioning issue. The investigation concluded that the event of stent positioning issue cannot be confirmed because this event happened during the procedure, thus, it was not possible to replicate in the laboratory for analysis and this event is contained in the instructions for use (IFU) as a possible adverse event associated with the use of the device during any endoscopic procedure. Additionally, the additional investigation finding of sheath kinked was most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied), which could have resulted in the damages encountered in the device. Therefore, a review and analysis of all available information indicated that the most probable cause is known inherent risk of device. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.